Manufacturer narrative:
H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record review, complaint history review, risk management review, and an instructions for use/device labeling review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. No product identification information was provided. The accupass hook is an externally communicating device, it is neither manufactured nor intended for implantation. It is also not approved for long term internal tissue exposure and long-term implantation data is not available. The patient impact beyond the reported device breakage/retained foreign body could not be definitively determined. Although unlikely, the potential for corrosion and local irritation/migration of the drill fragment could not be ruled out. No further medical assessment can be rendered at this time. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. D3 and g1 corrected: manufacturing site name, city and address. This report was inadvertently submitted under manufacturer number ¿1219602¿, the correct manufacturer number is 3006524618.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during a hip arthroscopy, the hook of the accupass direct broke off inside the joint. The hook was stuck in capsule tissue and could not be retrieved. It is unknown how the procedure was completed and if a delay occurred. Patient outcome is unknown.